Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed at 6 mm. Upon release of the valve, the valve dislodged ventricular to 11 mm. After reviewing the echocardiogram, hemodynamics, and cine it was determined that a second valve would be in the best interest of the patient. Subsequently, a second valve was successfully implanted valve-in-valve at depth of 1 mm to the noncoronary cusp (ncc) and left coronary cusp (lcc). It was reported that the post implant hemodynamics, echocardiogram, and cine were good. No additional adverse patient effects were reported.